Event description:
Reporter alleged blood glucose measured 394 mg/dl at 8 am and customer took usual medication however at 10:30-11 am glucose measured 533 mg/dl. It was stated the health facility tested custmer's glucose back to back within a minute and result was 190 mg/dl. Reporter indicated no actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.